Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "mediport leaking crack y site." Add info rcvd 01/24/2023: patient reported leaking after take-home 48hr 5fu infusion. After assessment, the crack was found at the bifurcation on the mediport tubing at the proximal site. The mediport needles are secured with a tegaderm dressing that comes in our mediport access kits. Information received via medwatch: "a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. A crack was found at the bifurcation on the mediport tubing at the proximal site."

Event description:
It was reported by the customer "mediport leaking crack y site." Add info rcvd 01/24/2023: patient reported leaking after take-home 48hr 5fu infusion. After assessment, the crack was found at the bifurcation on the mediport tubing at the proximal site. The mediport needles are secured with a tegaderm dressing that comes in our mediport access kits.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc085 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in united states.